Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 462 mg/dl. The customer had trouble changing her maximum bolus. The insulin pump had a crack on the top right corner of the screen and the side of the reservoir compartment broke off. Condensation was also under the screen. The customer fell causing the crack. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional testing. The max bolus functioned properly. All buttons function properly however, moisture damage found on keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. The insulin pump was received with broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.